Event description:
Patient reported of the right side device: "mammogram formed a bubble, big bubble can see outside my breast" and "they believe the implant erupted". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "mammogram formed a bubble, big bubble can see outside my breast", "they believe the implant erupted"

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later healthcare professional reported "capsular contracture baker grade iii".

Manufacturer narrative:
Clarification to h6 adverse event problem: un-reporting a0412 material rupture as the device was found intact during explant surgery. Reason for reoperation: suspected rupture (found intact); capsular contracture baker grade iii. Additional, changed, and/or corrected data: b1, b5, b6, d3, d6b, g1, g2, h6, h11.

Event description:
Patient reported of the right side device: "mammogram formed a bubble, big bubble can see outside my breast" and "they believe the implant erupted". Later, healthcare professional reported capsular contracture baker grade iii. The device was explanted and found intact. Capsulectomy was performed.